Manufacturer narrative:
The beckman coulter field service engineer (fse) identified the probable cause of the failure was identified as a buffer valve malfunction. The fse replaced buffer valve, to resolve the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported obtaining erroneously low patient sample results for ion selective electrode (ise) analytes on the (B)(4) analyzer, part number b23279, serial number (B)(6). The affected patient sample results were not released from the laboratory. The customer did not provided patient data and/or demographics.